Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery (rca) to the posterior descending artery (pda) with moderate calcification and moderate tortuosity. The 3.50x20mm nc trek balloon dilatation catheter (bdc) was prepped without issue and then advanced to the target lesion. When attempting to inflate the balloon the needle on the indeflator indicated that the balloon would not maintain pressure. Air bubbles were noted in the artery and the patient experience chest pain due to the air embolus. Therefore the physician administered multiple rounds of intracoronary adenosine and an integrilin bolus. The air emboli worked its way out through capillaries and blood flow was re-established. No further treatment was provided and the patient was discharged from the hospital. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The reported patient effects of air embolism and angina are listed in the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) as known patient effects. The investigation determined the reported balloon rupture appears to be related to operational context and the reported medication appears to be related to circumstances of the procedure. A conclusive cause for the reported patient effects of air embolism and angina and the relationship to the device, if any, cannot be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.